Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticmo12.6 implantable collamer lens of -10.0/2.0/073 (sphere/cylinder/axis) tore/broke during injection/delivery into the left eye (os). On (B)(6) 2023 the lens was exchanged with no patient injury and the problem resolved. The reporter states the cause of this event is unknown.